Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial lead was dislodged during a chest stretching exercise. The lead exhibited high capture threshold and suspected to be damaged during a lead revision procedure. The lead was explanted and replaced. The patient was stable before, during and after the procedure.